Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of valve, crease flat and wear abrasion. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation) and yellow particles inner the shell. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, d.6b, d.9, g.2, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.